Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: delta cer head 11/13 36mm +6; ea delta cer insert 36idx52od; unknown hip acetabular cup; unknown hip femoral stem; unknown hip femoral sleeve/augment.

Event description:
S-rom pinnacle total hip replacement. A/prof (B)(6); (B)(6) hospital, (B)(6) 2018. No details were available regarding the original implant other than the primary case was performed in 2013. Revision of: the biolox delta head and liner fracture. The patient reported to the surgeon that she was walking her dog and had a fall, resulting in the breakage of the delta implants. The head was revised to a biolox delta bio-ball supplied by (B)(6) ((B)(6) medical is the (B)(6) distributor), and the biolox delta pinnacle liner was revised to a pinnacle +4 10 degree 52/36 liner. The retrieved fragments of the biolox delta implants were sent directly to royal perth bio-engineering as per standard wa-aoa protocol. Female patient initial (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.